Event description:
A 20 mm flexible inflow conduit implanted and explanted during the same surgery when continuous bleeding was noted from the inlet connection. The device was replaced with a new one.